Event description:
Information received regarding the explanted device notes high atrial threshold two days post-implant. When the patient was taken back into surgery, the physician noted blood in the connector header.